Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 00620005822 shell porous with cluster holes 58 mm o.d. 61350537; 00631005832 liner 10 degree elevated rim 32 mm i.d. For use with 58 mm o.d. Shell 60871880; 00625006535 bone screw selftapping 6.5 mm dia. 35 mm length 61371960 ; 00801803202 femoral head sterile product do not resterilize 12/14 taper 61366832; 00784802201 modular neck bb 12/14 neck taper use with +0 heads only 61308791. Reported event was confirmed by review of the provided surgical notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Concomitant products: 00784802201 modular neck bb 12/14 neck taper 61308791. This report is number 5 of 5 mdrs filed for the same patient (reference 0002648920-2017-00104, 0002648920-2017-00105, 0001822565-2017-01288, 0002648920-2017-00106, and 0001822565-2017-01290).

Event description:
Legal counsel for patient reported that the patient underwent a left hip revision procedure approximately fours years post-implantation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Medical records indicate days prior to the procedure, the patient experienced dislocation, during which pain and difficulty ambulating occurred. Revision operative report notes the patient was revised due to pain and loosening of the acetabular cup. Revision operative report further notes that during the procedure, migration and rotation of the acetabular cup, dislocation, fractured acetabular screw, periprosthetic acetabular osteolysis, corrosion between the head and neck junction, and dark bloody fluid. The acetabular cup and liner were noted to have been free floating within the acetabulum and the femoral head was articulating directly with the bony acetabulum. All components were removed and replaced.